Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient had been in a coma and had experienced a seizure due to malfunctioning sensors. The patient's blood glucose at the time of incident was 1.2 mmol/l. The customer's ex-spouse took twelve hours to call paramedics since it was normal for the customer to experience low blood glucose at times. Troubleshooting was declined for the hypoglycemia. No products were returned or replaced.